Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. The trilogy evo machine flow sensor was returned to the product investigation laboratory for further investigation. The product investigation laboratory was unable to confirm a failure of the machine flow sensor. The trilogy evo machine flow sensor was visually inspected for defects and found contamination inside the flow sensor. The flow sensor was installed on the trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. E-155 did not recur. The product investigation laboratory then tested the flow sensor for flow verification, and the flow sensor passed all testing. The product investigation laboratory concluded that while contamination was present, the machine flow sensor operates as designed.